Event description:
Per the audiologist, the patient reportedly fell and hit the site of the implant. The results of in integrity test in 2009 are consistent with device failure. Explant and reimplantation is planned but had not taken place at the time of this report.